Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was that the stimulator had been acting weird. Patient stated that they were walking and had the recharger on recharging the implantable neurostimulator (ins), however all of a sudden their back got really hot. Pt said that they were sweating but it felt like the recharger was electrocuting them. Pt said that they took the recharger off and went inside and then tried to charge the ins again, however the ins wasn't charging right. Agent understood then that the pt said that the battery was de-charging really fast. Pt said that over a period of time, it was taking longer and longer to charge the ins, like three to four hours. Pt said that they went to charge the ins last night and their back actually got burnt from the recharger. Pt said that they thought something was going on with the recharger wires. Pt did not see any exposed wires on the recharger, however pt said that the recharger cord looked suspicious. Pt said that the ins battery was not lasting any more than two and a half days. Pt said that their first ins battery lasted like a week or week and a half. Agent reviewed the differences between the restore and intellis ins batteries with the patient. An email was sent to the repair department to replace the recharger. When asked for the event date, pt said that it had been quite some time that the ins didn't want to charge properly and that it was earlier in the year like february.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 serial: (B)(6); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.